Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm curved bipolar dissector instrument had a plastic melted right below the bipolar tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the thermal damage to the instrument was first observed intraoperatively during its use, with no arcing or patient injury reported. The instrument was inspected before the procedure, and no damage or abnormalities were found. The instrument did not collide with any energy instrument during the procedure. The cause of the thermal damage is unclear, as no arcing was observed and no cause was identified by the surgeon. The instrument and its accessory are available for return to intuitive surgical for evaluation, but it is not specified whether photographic images or video recordings are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.